Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600i chemistry analyzer, and identified the failure mode as a defective sodium electrode and level sense bead. The fse replaced sodium electrode, level sense bead, and performed proper alignments to resolve the issue. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer questioned four (4) ion selective electrode (ise) patient results which includes sodium (na), potassium (k), chloride (cl), calcium (ca), and carbon dioxide (co2) due to low anion gaps on their dxc 600i clinical chemistry system. Erroneous patient results were not reported outside of the laboratory. There was no impact to patient treatment in connection to the event reported. There was no report of an injury or illness to the patient attributable to the output from the device in this event. Quality control (qc) was within specification prior to the event. The customer indicated, as for example, that for one patient sample the original anion gap read 2 mmol/l and the repeat anion gap reading was 8 mmol/l. The customer did not provide patient data or demographics.